Manufacturer narrative:
(10/3233) it was indicated that the actual device involved was available for testing. It will be returned for analysis. (4109/213) the review of historical data indicated that no similar complaint was reported for the same sterilization lot number 23f29. (11) the investigation is still ongoing. A follow-up report will be sent upon completion of the investigation.

Event description:
It was reported that a hemacarotid patch was being opened for the scrub nurse and the circulating nurse noticed that the packaging looked wet/greasy. Product was not given to the scrub nurse and the charge nurse was notified. No effect - did not reach patient - detected before use. Complaint #(B)(4).

Manufacturer narrative:
Corrected data: block h6, medical device problem "2975" was updated to "1506". Addtl mfg narrative: (10/213) the involved device was returned and inspected by the quality assurance department. The inspection allowed to conclude that that the product is conform to the product specifications. It should be noted that the internal tyvek lid had a translucent stain. This stain corresponds to a glycerol stain, which does not affect the quality nor the sterility of the product. (67) the investigation based on the product analysis concluded that the product conforms to product specifications.

Event description:
Complaint # (B)(4).